Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. After reviewing the clinical information, it was determined that the cause of the positioning issues was use related, specifically improper technique when attempting to advance the repo unit. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported trouble unlocking the tuohy borst valve after advancing the repositioning sheath. A scrub tech was able to successfully unlock the valve without any harm to the patient. Megaderm was applied due to plastic sterile sleeve being torn. Additionally, access site oozing was noted. Mattress suture and femostop were applied with hemostasis. Patient survived the procedure.